Event description:
Note: this report pertains to one of two devices implanted in the same patient. Refer to manufacturer report # 3005099803-2014-02470 and 3005099803-2014-02471 for the associated device information. It was reported to boston scientific corporation that an ultraflex esophageal stent (the subject of mfg report # 3005099803-2014-02470) was implanted in the patient¿s esophagus in (B)(6) 2013 during a stent placement procedure after a proximal gastric resection with anastomoses insufficiency performed in (B)(6) 2013. According to the complainant, the stent was implanted to treat a fistula. On (B)(6), 2014, the physician noted a hole in the stent cover as well as tissue ingrowth. The physician implanted another ultraflex esophageal stent (the subject of mfg report # 3005099803-2014-02471) within the stent implanted in (B)(6) 2013 to cover the hole. On (B)(6), 2014, a hole was noted within the cover of the stent placed on (B)(6), 2014. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date.(B)(4):the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.